Manufacturer narrative:
Working with the distributor to have the bed returned for evaluation. At this time, no conclusion can be drawn from the information provided.

Event description:
The user was elevating the head section of the bed when something broke and the head section fell. The user's father indicated she sustained numerous injuries from the fall.